Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had a low blood glucose of 37 mg/dl. While attempting to set up a new infusion set, she primed the insulin pump two times, while connected to her body. The customer treated with food and soda and declined to troubleshoot for low blood glucose. The customer was advised on proper priming techniques.